Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Additionally, it was noted that the syringe needle was not screwed onto the syringe all the way and was leaking insulin. The same cartridge was loaded to address the issue as the customer was able to insert most of the insulin from the syringe into the cartridge. Blood glucose level was 121 mg/dl.